Manufacturer narrative:
This report is being submitted as follow-up 2 to provide the correct MFR number code, update section and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath and carrier tube assembly. The returned sample was subjected to visual analysis. The locking mechanism on the sheath was set to rear lock position. The locking mechanism was disconnected from the hemostasis sheath and the suture could be observed being inserted through the sheath valve. There was a kink on the carrier tube assembly near the hub. An x-ray was taken of the sheath hub to confirm the location of the anchor. The anchor was observed through the sheath hub. Functional testing could not be performed because of the state of the returned device. The complaint can be confirmed for pullout. The exact root cause cannot be determined. The likely root cause is an obstruction prevented the anchor posting to the tip of the sheath. DHR review cannot be performed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). For the initial and follow-up information please see MDR 118880-2022-00279.

Event description:
The user facility reported that the footplate of the involved angio-seal device did not set correctly during deployment. The doctor was not able to complete the angio-seal. Manual pressure was held. The procedure outcome was completed successful. The event occurred intra-operative. Medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information received (B)(6) 2022: the procedure performed was an afr using a 6 french sheath. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The anchor did not deploy fully out of the sheath. Nothing was left in the patient.